Manufacturer narrative:
Corrected data: device code (B)(4) has been removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient did not use the system daily because it is location sensitive (although the patient has adaptive stim) and it would be risky in his work. Because of this, the patient did not have to load the system often, and never fully charges it. The patent has had it discharged once or twice (did not know for sure) and at the visit today there was also too little battery that it was not possible to connect with n'vision first. The manufacture representative gave the patient recharging equipment, they had to sit and charge the battery for a while first. No further complications were reported or anticipated.